Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with an inset 6 mm 32" infusion set in place, with no reported leaks, alarms, or interruptions to insulin delivery; the user confirmed elevated glucose by fingerstick and elected to give a manual insulin injection per physician guidance after being advised to perform a set change, and was instructed to remain disconnected from the pump for at least two hours. Symptoms included elevated blood glucose with a peak of 207 mg/dl for approximately one hour without systemic symptoms. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included complaint handling with troubleshooting and education provided. Investigation of this case revealed no device alarms, no delivery stoppage, and no identifiable device or component malfunction; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.